Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver ceasing to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was unable to be performed. The receiver case was opened for further evaluation. An interior inspection was performed and the inspection failed. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective u4 component.